Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the atrial lead exhbited noise. Noise was reproduced with isometrics. The lead was programmed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).